Event description:
Information received by medtronic the customer reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 23.5 mmol/l and sensor glucose were 3.6 mmol/l at the time of the event. The sensor glucose and blood glucose difference were not within target range of glucose difference. No further patient complications were reported. Troubleshooting. The customer will continue to use the device

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.